Event description:
The manufacturer received information alleging a ventilator was alarming for a "critical error". There was no harm or injury reported. The device was returned to the manufacturer for evaluation. During the evaluation of the device at the manufacturer's service center, a "service required" alarm condition related to the system board was observed. The device's system board needs to be replaced to address the issue. Additionally, during the evaluation the dc port was found to be physically damaged. The device's dc connector cable needs to be replaced to address the issue. This issue would not affect the device's ability to deliver therapy as designed. No repairs were performed. The device was scrapped.